Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock due to t-wave oversensing. It was noted that the rhythm was suspected of being atrial fibrillation (af) with rapid ventricular response (rvr). The sensing vector was reprogrammed to secondary in clinic after evaluation. No adverse patient effects were reported. Currently, this s-ICD system remains in service.